Manufacturer narrative:
The customer called stating the org is not communicating with the cns (central network). There was a large power outage recently and the network has been in communication loss ever since. Customer was asked to go to the it closet where the nihon kohden switching and patch panels are located and found that the switch was not powered on. Customer was unable to power on the switch with a different cable and outlet. Customer had a spare netgear switch which she tried and that fixed the issue. Customer was provided part number for purchase of a new switch. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The customer called stating the org is not communicating with the cns (central monitoring system).